Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise that could not be reproduced on the rate/sense portion of the ventricular channel. No noise was noted on the shock or atrial channel. Inconsistent capture on the atrial lead was noted at high thresholds.